Event description:
The doctors claim that the graft was implanted in 2002, for an aneurysmal ascending thoracic aortic replacement and bentall's operation which also involved aae/avr (tissue valve). The duration of the operation was 6 hours and 33 minutes, the duration of extracorporeal circulation was 137 minutes, and the duration of arrest was 61 minutes. There was not any problem in the arrest of hemorrhage. Warfarin was used postoperatively. Drainage was carried out for 3 days in the anterior mediastinum, and 2 days in the pericardial cavity. The pt subsequently developed pericardial stagnation of effusion (late period cardiac tamponade) and underwent extraction of 300ml of serum by pericardiocentesis and was subsequently discharged from the hosp without having developed any stagnation afterwards. The graft was left in. The pt is doing well. An event such as this is not unusual for pts who undergo thoraic aortic surgery, even in the absence of a vascular garft (e.g. Aortic heart valve replacement). The dr has also stated that the event is not device-related. Based upon the above, the event does not appear, at this time, to be device-related.